Event description:
It was reported the second device leaked severely from the gas outlet prior to initiation of use. This event is related to medwatch report # 8010762-2015-00251 and 3008355164-2015-00039 for the first device. (B)(4). Reference 8010762-2015-00252.